Manufacturer narrative:
The insulin pump was received with no button response due to unlocked lcd keypad connector. The pump was unable to perform the displacement test due to no button response. The pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that none of the pump's buttons are working. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.